Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found that there was no audio alarm at startup. The buzzer volume was also checked and there was no audio.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. A broken audio circuit component was found. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.